Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose was 5.8 mmol/l at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with blank display due to corroded electronic assemblies. We were unable to verify critical pump error due to blank display. The device was received with corroded motor home switch and corroded battery tube. The device was received with minor scratches on lcd window.